Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode in which anti-tachycardia pacing (atp) accelerated a ventricular arrhythmia episode into the ventricular fibrillation zone. A ventricular shock therapy was delivered to convert arrhythmia and the rhythm broke. Changing the atp scheme was recommended for this ICD that remains in service. No additional adverse patient effects were reported.